Event description:
This complaint is now reportable based on the analysis. It was reported that during a coronary drug eluting stenting treatment procedure, the 2.75x32 mm taxus liberte drug eluting stent would not cross the lesion. The 85% stenosed lesion being treated was located in the severely tortuous, severely calcified left anterior descending (lad) artery. No patient complications were reported. Patient status reported as "good". However, the returned product revealed stent damage.

Manufacturer narrative:
The condition of the returned device was consistent with the complaint incident. A visual and microscopic examination of the returned device revealed proximal stent damage. Some of the stent struts were misaligned. This type of damage is consistent with the device encountering some form of restriction on the withdrawal of the device. Visual examination of the hypotube revealed a severe kink on the hypotube. The kink was measured at approximately 19cm distal from the strain relief. This type of damage is consistent with excessive force having been applied to the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. A review of the manufacturing documentation found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause classification is operational context.